Event description:
It was reported that the patient had no pain and had done great with his hip replacement since done in 2005. He came to surgeon due to a clicking sound he began hearing in his hip. Upon examining the xray from the office visit it was noted that the collar from the 28 +8 head was wearing/fretting the femoral neck of the citation stem. During the revision surgery the stem, head and liner were removed while leaving the cup in place. A cone conical stem was put in, along with a new head (40mm) and liner.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding wear involving an unknown head and a citation stem was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: a review of the provided information by a clinical consultant could not confirm the event nor determine a root cause. Device history review could not be performed as the device details are unknown. Complaint history review could not be performed as the device details are unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, patient history & follow-up notes are needed to investigate this event further.

Event description:
It was reported that the patient had no pain and had done great with his hip replacement since done in 2005. He came to surgeon due to a clicking sound he began hearing in his hip. Upon examining the xray from the office visit it was noted that the collar from the 28 +8 head was wearing/fretting the femoral neck of the citation stem. During the revision surgery the stem, head and liner were removed while leaving the cup in place. A cone conical stem was put in, along with a new head (40mm) and liner.

Manufacturer narrative:
Catalog number is unknown at this time. Device description reported as unknown head. A supplemental report will be submitted upon completion of the investigation.